Event description:
Reporter indicated that pt has experienced a recent increase in the number of partial seizures. There have reportedly been no medication changes that may have contributed to the increase in seizure activity. Investigation to date has been unable to determine the cause of the reported increase in seizure activity.